Manufacturer narrative:
Based on the claim against the product by the customer noting that the harmonic ace had no response when in use, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to confirm the customer complaint of the harmonic ace having no response when it use. The instrument was found with a broken curved blade which was related to the customer complaint. A broken piece measuring approximately 0.43" x 0.10" was not returned. The blade damage may be detected by the generator with a solid tone or an error. Common causes of the failure mode are typically attributed to the user. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects during use while the instrument is activated. Blade fracturs propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure. The complaint regarding the harmonic ace had no response when in use was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Images of the harmonic ace instrument related to this event were received. From the images provided, there was no obvious damage found on the harmonic ace instrument. The customer also provided images of the device packaging box and label. The root cause of the failure mode could not be confirmed without the returned device. The probable root cause of a cracked/broken blade is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace had no response when being used. The procedure was completed using a backup harmonic ace with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse confirmed that the harmonic ace was not broken when it was installed to the arm. There was no report of a fragment falling from the device while it was within the patient. The patient has not returned to the hospital due to any post-surgical complications.